Manufacturer narrative:
Date of report: 9/12/2018. Date received by manufacturer: 4/20/2018. Medical device: international UDI # (B)(4). The ventilator was evaluated and the field service engineer replaced the motor controller (mc) printed circuit board (pcb) to address the reported condition. The mc pcb was received for failure investigation. Visual inspection revealed no evidence of damage or contamination. The mc pcb was tested and the reported condition was verified. The product did not meet the specifications. The root cause was identified to be the j4 pin a2(35v) bent shorting to pin a1 (gnd) of the motor controller (mc) pcb.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator stopped working and screen locked up. There was no patient connected to the device at the time of the event occurred.